Event description:
A report received from another country associated a cypher with balloon rupture at 8atm to 10 atm. Patient was male, age unknown. Target vessel was proximal left anterior descending (plad). The lesion was a de novo, moderately calcified and moderately tortuous with 95% stenosis. Pre-dilation with a balloon (ryujin plus 3.0/15mm) was conducted several times due to the moderate calcification and moderate tortuosity. Intravascular ultrasound was conducted at the target lesion. A cypher was being delivered to the target lesion and the cypher crossed the target lesion though there was slight friction with the vessel. During inflation of the unit at the target lesion, the balloon ruptured at 8-10atm. The physician confirmed flow back of blood into the balloon while deflating the balloon. Therefore, the stent was left at the target lesion and only the sds was retrieved from the patient. The stent was post-dilated with a balloon (quantum plus 3.5/15mm) 3 times. And the stent was properly implanted at the target lesion and the procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.